Manufacturer narrative:
G4:19mar2020. B4: 06apr2020. The service engineer (se) inspected the device. The se found the unit would not turning on had a blank screen and alarming. The se replaced the power management board and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
It was reported that the ventilator's screen was black and cannot power off. There was no patient involvement.